Event description:
Hill-rom rec'd a report from a hill-rom tech stating the head section would not lower when CPR lever was used. The bed was located in room 1122 at the account. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the CPR cable was caught on the head drive. Per the hill-rom svc manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Test the CPR release for proper operation and reset of the head screw drive. Adjust the CPR release if necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2013-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the CPR cable assembly to resolve the issue. Based on this info, no further action is required.